Event description:
A medical equipment supplier returned a ventilator to the manufacturer for preventive maintenance servicing. During the preventive maintenance process, the audible alarm of the ventilator failed to annunciate as designed. The supplier did not report any problem with the alarm function of the ventilator when they requested the preventive maintenance service, and the manufacturer is the initial reporter of the issue. The issue did not occur during clinical use. No patient or user or harm or injury occurred. The manufacturer will file a follow-up report when their investigation of the alarm failure is complete.